Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer, who contacted the company to report an adverse event, concerns a (B)(6) male of unknown origin. Medical history and concomitant medications were not reported. The patient received insulin lispro (humalog) cartridge via reusable memoir pen, sliding scale, for the treatment of diabetes, beginning on an unspecified date. On an unknown date the patient received six or seven boxes of insulin lispro turbo pens instead of the cartridges prescribed by his doctor that he needed in order for his pen to work. The patient did not have a prescription for the medication in that form. The pharmacy that sent the medication was not giving his correct medication. It was reported the patient had been calling the store and pharmacies corporate office in order to clear up the error. On an unknown date the patient had been ill and in the hospital. A treatment measures were not reported. No additional information was provided. In additional information received on (B)(4) 2012, it was reported that the patient underwent unspecified surgery on (B)(6) 2012 (reported as five days ago). Additionally, on an unspecified date, the patient had a needle from an memoir device break in him and needed to have it removed because the device was difficult to use unless it was held at a 90 degree angle which caused the needle to bend (product complaint (B)(4)/lot unknown). It was unknown if he recovered from the events. It was unknown if the insulin lispro was continued. The patient was the user of the device. Training status and duration of use were not provided. The status of the devices was not provided. Update (B)(4) 2011: additional information received on (B)(4) 2011 from the initial reporter. Case changed from non-valid for no event to valid. Added alternate phone number, date of birth, age, dosing, and indication for use, suspect drug insulin lispro disposable pen and event of wrong dosage form dispensed. Case and narrative updated with new information accordingly. Update (B)(4) 2012: additional information received from the initial reporter on (B)(4) 2012. Upgraded case to serious, added one new serious event of ill feeling, two concomitant reusable devices and updated relatedness. Case and narrative updated accordingly. Update (B)(4) 2012: additional information was received on (B)(4) 2012 from the initial reporter. Added non serious events of needle injury and surgery. Case and narrative updated accordingly. Update (B)(4) 2012: upon review on (B)(4) 2012 of information received on (B)(4) 2012, the event of needle issue was updated to foreign body trauma and upgraded to serious with serious indicator of required intervention. The memoir device associated with product complaint (B)(4) was updated to suspect with updated medwatch and EU/ca fields. A device paragraph was added and the narrative was updated. Edit (B)(4) 2012: upon internal review, amended medwatch info area evaluation code for us reporting purposes.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous case, reported by a consumer, who contacted the company to report an adverse event, concerns a (B)(6) male of unknown origin. Medical history and concomitant medications were not reported. The patient received insulin lispro (humalog) cartridge via reusable memoir pen, sliding scale, for the treatment of diabetes, beginning on an unspecified date. On an unknown date the patient received six or seven boxes of insulin lispro turbo pens instead of the cartridges prescribed by his doctor that he needed in order for his pen to work. The patient did not have a prescription for the medication in that form. The pharmacy that sent the medication was not giving his correct medication. It was reported the patient had been calling the store and pharmacies corporate office in order to clear up the error. On an unknown date the patient had been ill and in the hospital. A treatment measures was not reported. No additional information was provided. In additional information received on (B)(6) 2012, it was reported that the patient underwent unspecified surgery on (B)(6) 2012 (reported as five days ago). Additionally, on an unspecified date, the patient had a needle from a humalog kwikpen break in him and needed to have it removed because the device was difficult to use unless it was held at a 90 degree angle which caused the needle to bend ((B)(4)/lot unknown). It was unknown if he recovered from the events. It was unknown if the insulin lispro was continued. The patient was the user of the device. Training status and duration of use were not provided. The status of the devices was not provided. Update (B)(4)-2011: additional information received on (B)(6)-2011 from the initial reporter. Case changed from non-valid for no event to valid. Case and narrative updated with new information accordingly. Update (B)(4) 2012: additional information received from the initial reporter on (B)(6) 2012. Upgraded case to serious, added one new serious event of ill feeling, two concomitant reusable devices and updated relatedness. Case and narrative updated accordingly. Update (B)(4) 2012: additional information was received on (B)(6) 2012 from the initial reporter. Added non serious events of needle injury and surgery. Case and narrative updated accordingly. Update (B)(4) 2012: upon review on (B)(4) 2012 of information received on (B)(6) 2012, the event of needle issue was updated to foreign body trauma and upgraded to serious with serious indicator of required intervention. The memoir device associated with product (B)(4) was updated to suspect with updated medwatch and (B)(4) fields. A device paragraph was added and the narrative was updated. Edit (B)(4) 2012: upon internal review, amended medwatch info area evaluation code for us reporting purposes. Update (B)(4)-2012: upon internal review of information received (B)(4) 2012 and the associated clarification received (B)(6) 2012, removed suspect memoir device associated with product complaint (B)(4) as no adverse event was reported with its use. Added suspect kwikpen device associated with product complaint (B)(4) and associated with needle break event.

Manufacturer narrative:
This is a downgrade report, which no longer meets the criteria for expedited reporting. Upon internal review it was determined that the humapen memoir was not in use at the time of the serious injury. No further follow-up is planned.